Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A video was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the videos was conducted and confirmed the issue. The tibial rotation setting goes back to default and the manually defined angle is lost. An assessment was completed by the software support team. The reported problem was confirmed. This is defect is a software bug. In tka case, on entry of tibia ap axis collection, two types of calculation happens and is displayed on ui: 1.based on the tibia ap axis available in datastore (in case the tibia ap axis is calculated earlier) 2.based on rom collection (in case the tibia ap axis is not calculated yet) when the user collects the tibia ap axis, tibia ap axis value is stored into the datastore and on exiting the tibia ap axis state the value collected in tibia ap axis is set to testtkaprocedure library. On re-entering into the same state which is tibia ap axis, the application first checks if the tibia ap axis is present or not in the datastore. In case it is available, it deletes the tibia ap axis value from the datastore,now there is no tibia ap axis data available in the datastore, if the user re-enters into the same state again, default tibia rotational reference shows on the ui instead of the user collected one. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, after setting the tibial rotation manually at the "collect tibia ap axis" screen, when back at the "implant planning" screen, if the "collect tibia ap axis" screen is accessed twice, the tibial rotation setting goes back to default and the manually defined angle is lost. This issue only occurred with the "collect tibia ap axis" screen and was reproduced with software versions 1.4.3.8, 1.5, 1.7 and 2.0. The issue was not reproduced with the femoral rotation when accessing the "collect femur ap axis" screen. As this happened in a non-surgical environment, there was no patient involvement.

Manufacturer narrative:
(B)(4).